Event description:
It was reported that the needle was not move smoothly and the force was needed upon removing the needle from the port body. There was no reported patient injury. No other information was provided. The returned device exhibited a bend.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty engaging the needle safety mechanism is confirmed, but the root cause could not be determined. One 22 ga x 0.75 in. Safestep infusion set without y-site was returned for evaluation. An initial visual observation showed use residues throughout the returned infusion set. A bend was observed towards the proximal end of the needle shaft, and the safety mechanism was engaged upon the return of the device. A functional test of attempting to disengage and subsequently reengage the needle safety device revealed the safety mechanism was difficulty to engage due to the bend in the needle shaft. A microscopic observation revealed the distal tip of the needle to be bent; however, it is unknown whether the damage was caused during use or during attempts to disengage the safety mechanism. Because it could not be determined whether the bend in the needle occurred during use or before use, the complaint of difficulty engaging the safety mechanism is confirmed, but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the needle was not move smoothly and the force was needed upon removing the needle from the port body. There was no reported patient injury. No other information was provided. (B)(6) 2024 - the returned device exhibited difficulty engaging the safety mechanism.